Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being remotely interrogated with a consult device. The interrogation was unable to be successfully completely. Technical services was contacted and provided troubleshooting options. Used a magnet to listen for the beeper and no magnet response was found. Subsequently, the device was interrogated by a programmer and it was determined that this device reached a battery status end of life (eol) due to premature battery depletion. The consult device is unable to process device data properly with an eol battery status. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was being remotely interrogated with a consult device. The interrogation was unable to be successfully completely. Technical services was contacted and provided troubleshooting options. Used a magnet to listen for the beeper and no magnet response was found. Subsequently, the device was interrogated by a programmer and it was determined that this device reached a battery status end of life (eol) due to premature battery depletion. The consult device is unable to process device data properly with an eol battery status. The s-ICD was explanted and replaced. No additional adverse patient effects were reported.